Event description:
Additional information was received from the manufacturer representative reporting that the cause of the tilted battery and depth remains unknown. The pocket revision was scheduled for (B)(6) 2016. There was no resolution to the recharging difficulty, heat during recharge, pocket depth issue, or battery tilt issue at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having trouble recharging due to the depth of the pocket and the tilt of the battery. The top edge of the battery was palpable but the bottom edge was not. The patient reported that they had not been using their stimulator often because of the recharge burden. The patient had troubling getting a connection with their recharger. When they were able to get a connection, it was often only in a laying position, would not connect for long, often got too hot, and it shut down. The manufacturer representative attempted to connect and was unable to get any coupling boxes despite using the antenna locator feature. A pocket revision was planned but not yet scheduled. The reported issues were not resolved at the time of the report. Additional information has been requested regarding cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.